Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump experienced a high blood glucose level of 449 mg/dl. She had ketones that morning for 5 hours and was very sick. The customer treated her blood glucose level with manual injections and boluses. The site was sore. The device was not returned.